Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation of the mildly calcified lesion in an unidentified shunt, the fox plus balloon ruptured at 10 atmospheres during the first inflation. The catheter was removed and there was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.